Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause of the annular rupture cannot be determined, patient factors (severe annular calcification) likely caused the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: blackman, d. Study presented at: europcr paris 2018. Strategies and practical tips to minimise tavi complications. 2018 may 23, paris, france

Event description:
As reported by an edwards affiliate, a study from the (B)(6) was presented during the europcr 2018 conference titled, ¿strategies and practical tips to minimise tavi complications¿, that indicated two hours post deployment of a 29 mm sapien 3 valve with incomplete balloon inflation, the patient hemodynamically collapsed. The patient developed a cardiac tamponade therefore an emergent pericardiocentesis was performed. The bleeding stopped spontaneously and the patient survived. An annular rupture had occurred. The patient had severe cusp, annular and lvot calcification. The annulus perimeter measured 94.9 mm (30.2 mm) and had an area of 678.4 (29.4 mm).